Manufacturer narrative:
Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one beat of t-wave oversensing (twos) was observed on the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.